Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: v95z1l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gcfrgw reload was received with no device was received and the one-piece sled detached (unfired) making it non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. The instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. No conclusion could be reached on what may have caused the reload pan to dislodge and the missing sled. A manufacturing record evaluation was performed for the finished device batch number 695a31, and no non-conformances were identified.